Event description:
Modified seldinger dilator didn't peel properly during extended dwell placement. Blue wings broke off but plastic still inside vein. Had to remove line in order to remove the broken plastic piece. Resulted in multiple additional attempts to access vein for new extended dwell placement. Lot #1067. Manufacturer response for introducer, syringe needle, neomagic (per site reporter). User facility emailed manufacturer. No response yet.